Event description:
The needle broken [needle issue]. Case description: the incident does not represent a serious public health threat. Medical device information: class iia. This spontaneous case from (B)(4) was reported by a consumer as "the needle broken" and concerns a (B)(6) old, female, patient, using novofine (30g) from an unknown date due to type 2 diabetes mellitus. Patient's height: (B)(6). Medical history includes type 2 diabetes mellitus. On (B)(6)2011 at 06:30 hours, the patient experienced that the needle was broken at the root part after the patient had injected herself. At this time, the needle had been used six times. The patient felt a needling sensation in the abdomen. The patient went to the emergency room immediately after the incident and received at approximately 07:30 hours an x-ray examination and a colour ultrasound examination. The broken needle was not found. At around 12:30 hours, the patient again felt a needling sensation in the right, lower abdomen for a while. Later that afternoon, the patient had another x-ray examination, but the needle was still not located. The doctor at the hospital advised the patient to contact novo nordisk for further suggestion. Currently, the patient has no abnormal feelings. The patient re-uses the needles, but has never experienced a broken needle prior to the event. It is unknown if the patient was trained in the use of the pen. It is not reported if the patient air-shots prior to each injection. Samples have been received by novo nordisk (B)(4) drugsafety group. The patient has not yet recovered from the event. Reporter comment: the patient comment: the doctor thought the reason of needle broke was re-use of needle for many times.